Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was unable to replicate the reported behavior as system functioned as designed. He also noted that the system had a large number of old patient records that he would clean up to maximize system efficiency. No further issues were reported. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system became unresponsive. There was no patient present when this issue was identified.